Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarms noted. Unable to verify for failed battery test alarm due to no act button response. The device had a scratched lcd window, cracked case on the upper and bottom right side at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 55 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.